Event description:
A problem was reported. Patient reported pump depleted much quicker than she expected. Reported pump died in not even 5 years due to battery depletion. Patient felt she was going to die due to withdrawal. Patient reported she went to hcp office in may as she wasn¿t feeling well (before refill schedule), ached really bad and experience flu-like symptoms (nausea) and next morning she was shivering and couldn't move and realized that she was experiencing withdrawal symptoms. Patient stated that during this time she initially heard one loud beep but couldn't figure out what it was and 4 days later heard another beep. And next day was when she started to notice not feeling well, next day went to hcp (5 days before refill) and was told hcp didn't find anything wrong. System used to deliver clonidine, prialt, and dilaudid if additional information is received a report will be provided.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j0058117r, product type: catheter. (B)(4).